Event description:
The customer reported that she was hospitalized due to low blood glucose levels recently. The customer did not recall the date or the blood glucose reading at the time of admission, but her most recent blood glucose was 64 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was off by an hour. The customer was assisted with the time change. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.